Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported with a description of multiple scratches on intraocular lens (iol). Upon visualization of scratches after implantation the surgeon needed to remove iol and implant backup iol. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. The product was not returned. A photo was provided that displayed the opened lens case. The lens case lid was facing upward, displaying the product information. The base component of the lens case held the lens. There appeared to be viscoelastic on the lens. A lot of glare from overhead lights was present on the photo. The image was very blurry. One haptic appeared to be slightly extended. No further confirmations can be made based on the provided photo. A sample would be necessary for further evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. No determination could be made based on our observation of the attached photo. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).